Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant the right ventricular (rv) lead exhibited high and undefined impedance. It was also reported that the rv lead exhibited unsuccessful stimulation. The rv lead remains in use. No patient complications have been reported as a result of this event.